Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012539483); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012606125); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a protruding suture was noted at the top of one of the commissure pads, raising concerns about a potential risk of injury to the aorta. The valve was inspected, and the implanting physician decided to use a new valve. A new valve was prepared and implanted successfully. Post-deployment, a mild to moderate paravalvular leak (pvl) was observed, but the patient remained hemodynamically stable with a post-deployment gradient of 3 mmhg and good diastolic separation. The decision was made not to perform a post-dilatation due to concerns that it might cause valve embolization. No pre or post-dilatation was performed. The annulus diameter was reported to be 20.6 x 26.1 mm, then annulus perimeter was 73.5 mm, and the annulus area was 22.6 mm. Prior the procedure, it was debated about to use a 26 mm or 29 mm valve. The physician thought at 26 mm valve would suit the anatomy due to the mean sinus of valsalva (sov) diameter of less than 29 mm.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a protruding suture was noted at the top of one of the commissure pads, raising concerns about a potential risk of injury to the aorta. The valve was inspected, and the implanting physician decided to use a new valve. A new valve was prepared and implanted successfully. Post-deployment, a mild to moderate paravalvular leak (pvl) was observed, but the patient remained hemodynamically stable with a post-deployment gradient of 3 mmhg and good diastolic separation. The decision was made not to perform a post-dilatation due to concerns that it might cause valve embolization. No pre- or post-dilatation was performed. The annulus diameter was reported to be 20.6 x 26.1 mm, then annulus perimeter was 73.5 mm, and the annulus area was 22.6 mm. Prior the procedure, it was debated about to use a 26 mm or 29 mm valve. The physician thought at 26 mm valve would suit the anatomy due to the mean sinus of valsalva (sov) diameter of less than 29 mm. Additional information was received that an echocardiogram one day following the valve implant showed mild pvl. No treatment was prescribed and the patient was discharged.

Manufacturer narrative:
Image review: one photo and four cine images were provided for review. There was no computed tomography (CT) images or executive summary provided for evaluation of anatomical considerations. As reported, a protruding suture was noted on the first valve at the top of one of the commissure pads, raising concerns about a potential risk of injury to the aorta. The valve was inspected, and the implanting physician decided to use a new valve. The valve does appear irregular, but without examining the valve under a microscope, this cannot be confirmed. It was reported that the annulus diameter was 20.6 x 26.1 mm, then annulus perimeter was 73.5 mm, and the annulus area was 22.6 mm, suggesting a 29 mm valve. It was reported that prior the procedure, it was debated about to use a 26 mm or 29 mm valve. The physician thought at 26 mm valve would suit the anatomy due to the mean sinus of valsalva (sov) diameter of less than 29 mm. The final angiogram of the second valve does not show significant paravalvular leak, an echocardiogram would be required to properly assess. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.